Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed an the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the knob on the acrobat-I stabilizer would not lock into position. The device was placed into position four separate times. An acrobat v vacuum stabilizer was used to replace the acrobat-I stabilizer during the procedure. Three heartstring iii devices failed to deploy during the procedure. The seals remained inside of the delivery devices when the plungers were actuated. A replacement heartstring iii device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return two of the heartstring iii devices in question. The hospital will reportedly not be returning the third heartstring iii device or the acrobat-I stabilizer. Refer to MFR report: 2242352-2013-00878, 00879, and 00954 for the related reports.